Manufacturer narrative:
Additional event information provided. Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Event description:
Additional information: it was reported that there was a 1-2 hour delay in the procedure. All of the pieces were removed. No backup device was required to complete the procedure.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the arthropierce instrument curved left broke in the articulation. There is no information reported of backup device availability, possible delay of the procedure or possible patient impact.